Manufacturer narrative:
(B)(4). Batch #u5c283. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a prostatectomy, a scrub tech reported "loaded as usual. The device did not staple and there was a bump in the track. User error?" The device delivered malformed clips. Surgery was not delayed due to this reported event and the case was successfully completed. No fragments were generated and there were no patient complications.

Manufacturer narrative:
(B)(4) date sent: 8/17/2020 investigation summary the analysis results found that one plee60a device was returned with the anvil bent upwards without a reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.